Event description:
The pt experienced increased pain. The pump was at end of service and was replaced. No alarms had been noted. In the operating room, it was noted that the catheter had migrated out of the intrathecal space and it was replaced as well. The pump was used to deliver bupivacaine and baclofen. The pt's outcome was reported as 'recovered without sequela'.